Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/30/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2015 during which the surgeon noted total relaxation in middle of the previously placed mesh causing an eventration. He performed an incision over the weakened area and this was reinforced with interrupted sutures until the mesh was placed together. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2019. It was reported that the patient experienced severe pain, dense adhesions, bulging, inflammation, stress and anxiety. No additional information was provided.